Event description:
It was reported the patient received the following results within 15 minutes: 5.6 mmol/l (professional¿s meter) and 8.3 mmol/l (user's meter).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.